Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 155 mg/dl. The caller stated that the device might have been exposed to sweat. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The act button did not respond due to corroded keypad traces. No moisture damage was noted on the electronics. The displacement, basic occlusion, occlusion, prime and excessive no delivery alarm tests could not be performed due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, cracked display window corners and a cracked reservoir tube lip.